Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during induction testing at the implant procedure, the induce button was pressed on the programmer but the device did not deliver the energy for the induction. However, an induction episode was stored by the device. Technical services discussed there was likely poor telemetry when the command was sent from the programmer, such that the device and programmer were not able to confirm the command, so the device did not deliver the "unverified" induction command. The field representative confirmed that further inductions were successful. The device remains implanted and in service. No adverse patient effects were reported.